Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the exact cause/source of the endoleak could not be fully determined from the films returned. Full post-implant CT¿s were not available for review and the stent graft's in-vivo configuration could not be evaluated. Both a type iiia and type iiib cannot be completely ruled out but type iiib endoleaks are less likely to occur at index and there appeared to be adequate component overlap to avoid a type iiia separation endoleak. There appeared to be adequate proximal and distal seal noted, so a type ia or ib endoleak are not considered to be a factor. The endoleak appears most likely to be a type IV endoleak. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Type ii endoleaks from collateral vessels surrounding the aneurysm sac also could not be ruled out. Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: enlw1613c120ee, serial/lot #: (B)(6), ubd: 27-nov-2026, UDI#: (B)(4) ; product ID: enlw1613c120ee, serial/lot #: (B)(6), ubd: 27-nov-2026, UDI#: (B)(4) ; product ID: enlw1613c120ee, serial/lot #: (B)(6), ubd: 27-nov-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa . During the procedure a coil was I mplanted in the aneurysm sac as a type IV endoleak was noted. It was reported that one week post the index procedure the patient presented with abdominal pain and a cta performed showed that contrast was still visible in the aneurysm sac due to a type IV membrane endoleak. The patient was transferred to another facility where two enlw1616c120ee stents were placed proximally to the main body as treatment. Per the physician the cause of the event was a stent membrane leakage. No additional clinical sequalae were provided and the patient is fine.